Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) and insulin history is as follows: (B)(6). Manual injection with fast acting insulin. (B)(6). The patient was not able to lower his bg level even after giving a total of 50 units of insulin so he decided to go to the hospital. The patient experienced extreme dizziness and exhaustion. The patient was hospitalized overnight with bg reading between 42 to 50 mmol/l (757 to 901 mg/dl). At the hospital he was placed on an intravenous therapy of 2 liters of saline and received a manual injection of fast acting insulin. Upon deactivation it was noticed that the cannula was curved but nothing unusual. The pod was worn between 4 and 24 hours on the leg.

Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin. No other defects or deficiencies were found during the investigation.